Event description:
A surgeon reports a patient with central islands following lasik surgery. It is unknown whether there was patient impact/injury associated with this event. Additional information has been requested.

Manufacturer narrative:
Despite extensive investigation, the root cuase for the occurrence of central islands has not been determined. A supplemental MDR will be filed when additional reportable information becomes available. This report mailed into FDA on: 08/15/2008.